Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information available for reporting. (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown on (B)(6) 2018, the slap hammer and applicator knob tilted and became stuck. Dismantling of both parts was not possible. No surgical delay or harm to patient was reported. Procedure was completed successfully. Patient status is unknown this is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part number: 03.812.004, synthes lot number: 3731333: release to warehouse date: 14. March 2011, manufacturing site: hägendorf: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.,: a product investigation was conducted. Our investigation shows that the parts (oracle slide hammer and applicator knob) are jammed together. It was possible to separate them from each other. Further investigation has shown that the oracle slide hammer strongly signs of hammer blows on the slide and adapter part. The ball plunger which is responsible to center up release the applicator knob is fully functionally and works as intended. The applicator knob shows also signs of strongly hammer blows. Furthermore, deformations are visible near to the connection area. This deformation is the result which was the parts jammed together. The manufacturing review shows that the production procedure, of all above articles, was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. Due to the hammering marks and the wear and tear signs, we can assume that the instruments were subjected to an excessive force application, which could have caused the jamming and the malfunction of the devices. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. A material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.